Manufacturer narrative:
(B)(4). The customer returned one, 3-lumen catheter for analysis. Signs of use in the form of biological material were observed on and within the catheter. Visual analysis revealed the catheter body was severed towards the distal end. The catheter box clamp assembly was attached to the catheter body around the 20 cm mark. Microscopic examination confirmed the damage and revealed that the edges were rough and jagged. Black markings were observed on the separation points. When analyzing the cross-section of the catheter body, the proximal lumen appeared to be melted closed at both ends of the separation points, suggesting the black markings are burn marks. The catheter body measured 322 mm, which is within the specification limits of 310-330 mm per catheter product drawing. The outer diameter of the catheter body measured 2.45 mm, which is within the specification limits of 2.39-2.49 mm per catheter body extrusion product drawing. The catheter was functionally tested per the product instructions for use (IFU). The IFU provided with this kit instructs the user, "flush each lumen with sterile normal saline for injection to establish patency and prime lumen(s)." A lab inventory syringe filled with water was used to flush each lumen. Water flushed through the distal and medial lumens as intended. When the proximal lumen was flushed, resistance was met as the lumen was partially occluded. The IFU provided with this kit warns the user, "do not secure, staple and/or suture directly to outside diameter of catheter body or extension lines to reduce risk of cutting or damaging the catheter or impeding catheter flow. Secure only at indicated stabilization locations." The report of a cut catheter body was confirmed through complaint investigation of the returned sample. Visual and functional analysis revealed the catheter body was severed towards the distal end, the proximal lumen appeared melted closed at the separation points, and the black markings at the separation points suggest the catheter was burned/melted from contact with high temperatures (i.e. A cauterizing device, hot knife/scalpel, etc.). Despite the damage, the sample met all relevant dimensional requirements. Three attempts were made to follow-up with the customer to determine if an electrocautery device was used during the procedure, however, no response was provided. Based on these circumstances, the probable cause could not be determined based on the available information and without confirmation from the customer on device.

Event description:
It was reported that " during patient use, the catheter body was torn approximately 7.5cm from the tip. Mechanical/manual force is suspected, likely during insertion of an orogastric tube towards the jugular vein. Visible scratch marks indicate possible cutting or severe stress. A catheter fragment remained inside the patient and required intervention for removal. The fragment was successfully retrieved during a special procedure using a snare." There was no patient complications. The patient's current condition is reported as "critical".

Event description:
It was reported that " during patient use, the catheter body was torn approximately 7.5cm from the tip. Mechanical/manual force is suspected, likely during insertion of an orogastric tube towards the jugular vein. Visible scratch marks indicate possible cutting or severe stress. A catheter fragment remained inside the patient and required intervention for removal. The fragment was successfully retrieved during a special procedure using a snare." There was no patient complications. The patient's current condition is reported as "critical".

Manufacturer narrative:
Qn(B)(4).